Manufacturer narrative:
(B)(4). Nine (9) used caresites were returned in conjunction with this complaint. The returned valves were tested per specification for leakage. Beginning at 0psi and gradually increasing water pressure up to 45psi, there was leakage observed on seven out of the nine samples returned. Two samples passed all testing. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to further investigate incidents of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: event 2: 9 caresite valves cracked within 24 hours infusing chemotherapy drug (5-fu, mtx). No injuries reported.